Event description:
It was reported that the patient's post operative course was complicated by right ventricular failure requiring inotropes in addition to severe hyponatremia with seizures, acute kidney injury, hematemesis due to esophagitis and a bleeding esophageal ulcer requiring 3 clips, epinephrine, hemospray and refractory heart failure despite left ventricular assist device and inotropes. The patient continued to experience refractory hyponatremia. The patient was discharged on (B)(6) 2022 to hospice care. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation was completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation was completed.

Event description:
It was reported that the patient's post operative course was complicated by right ventricular failure requiring inotropes in addition to severe hyponatremia with seizures, acute kidney injury, hematemesis due to esophagitis and a bleeding esophageal ulcer requiring 3 clips, epinephrine, hemospray and refractory heart failure despite left ventricular assist device and inotropes. The patient continued to experience refractory hyponatremia. The patient was discharged on (B)(6) 2022 to hospice care. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The device reportedly operated as expected and no product will be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, renal dysfunction, bleeding and death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This section also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.